Manufacturer narrative:
The manufacturer previously reporter that this event contributed to a serious injury, however, based on a new pms decision, "this record was reviewed by the pms clinical expert due to the customer reporting ¿8:00 a call from the patient's family stating the following was received at the call center. They put the trilogyevo into standby mode in order to perform suctioning. After that, they attempted to use it, but since the screen froze, they failed to make it start operating. They pressed the power button, but the power did not turn off. Since the ventilator was unusable, they used a resuscitation bag. 10:05 the sales rep rushed to the patient's home to replace the device. Although the rep confirmed the reported issue there, they stated that the frozen status was fixed around 9:00¿. No other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in pepf 16.2.8.3 and 21 cfr 803.3(w)." Therefore, this event is no longer reportable.

Event description:
The manufacturer received information from a patient's family member alleging that a ventilator screen became frozen. The ventilator was in use and then was placed into "stand by" mode in order to perform suctioning. When attempting to continue use of the ventilator, the screen froze and the device failed to start again. The operator pressed the power button, but the power did not turn off. The ventilator was unusable at this time, therefore the patient had to receive manual resuscitation. A manufacturer sales representative arrived at the patient's house and confirmed the reported issue. The frozen screen status was reported to be resolved later that day. The device was returned to the manufacturer for evaluation and no problem was found with the device. The reported issue was unable to be duplicated. In addition, a review of the error log found no failures listed. The display board, system board, and display were replaced for as preventative maintenance. The manufacturer performed final tests, battery check, valve check, run in tests and cleaning. The unit is confirmed to be operating properly.